Event description:
The event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock which was reported to be leaking from the inline filter on the standard concentration tubing through which the patient was receiving parenteral nutrition (pn)-amino acid infusion. The impact of the incident was that blood sugar noted to be low during bloodwork. The lines were checked and in-line filter noted to be wet. Invasive procedure was not provided or not applicable. It was unknown if there were holes, cuts, tears or any defects noted on the tubing. The tubing was replaced and therapy resumed. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. E1 - additional contact information: (B)(6).